Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during surgery, the set screw slipped. Product was used inside patient, but it was explanted immediately when the doctor found it slipped. No patient complications were reported as a result of the event.